Event description:
A male presented with urinary incontinence. He is status post operative perineal prostatectomy three years ago. He had ongoing stress incontinence which was managed by the placement of an artificial urinary sphincter last year. At the same time, a malleable penile prosthesis was also placed. This worked very well until late in the fall of last year. Then after lifitng something heavy, he noticed the leaking started again. The leakage did not improve with time. He wears several pads a day. It was felt that most likely he has had some atrophy and may require a smaller cuff. The artificial urinary sphincter pump was malfunctioning. He had a revision of the artificial urinary sphincter with a replacement of the cuff and pump. It would appear that the pump is malfunctioning and does not allow the cuff to fill despite an adequate amount of saline in the system. It was felt that he would benefit from a 3.5 cm cuff and a new pump.